Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker's battery is depleting faster than expected. Power consumption had increase significantly which confirms the depletion of the battery. Boston scientific technical services (ts) recommended some changes that could lower the power consumption. The device was explanted and returned to boston scientific. This devices falls into the hydrogen advisory. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h1: type of reportable event updated to serious injury. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker's battery is depleting faster than expected. Power consumption had increase significantly which confirms the depletion of the battery. Boston scientific technical services (ts) recommended some changes that could lower the power consumption. The device was explanted and returned to boston scientific.this devices falls into the hydrogen advisory. No additional adverse patient effects were reported.